Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the stent was positioned between the markerbands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to distal stent wraps with struts bunched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a severely calcified, mildly t ortuous lesion exhibiting 90% stenosis located in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. Rotablation was performed. There was remaining stenosis aft ER dilation. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that after pre-dilation an anchor balloon technique was performed on the side branch with a non-medtronic balloon, while attempting to use the resolute onyx stent a strong resistance was felt inside the guide catheter. An attempt was made to advance the stent however it did not exit the tip of the guide catheter. The device was removed and the tip of the device was noted to be deformed/broken. It was also reported that stent deformation occurred in vivo during positioning. The procedure was completed using a 2.75 x 38 mm resolute onyx device. The patient was reported to be alive with no injury.